Event description:
It was reported that an alert was detected for an increase in right ventricular (rv) lead thresholds. The lead was checked under x-ray and echocardiogram and no issues were noted. The lead was still in place. The device was then checked, and again, no issues were noted other than the increase in threshold. The physician suspected the increase in rv threshold was due to patient condition and not due to an issue with the lead. The pacing output was set to 5.0 volts. Additional information indicated that the rv threshold continued to increase, and the physician suspected the lead was the cause. The lead and device were removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that an alert was detected for an increase in right ventricular (rv) lead thresholds. The lead was checked under x-ray and echocardiogram and no issues were noted. The lead was still in place. The device was then checked, and again, no issues were noted other than the increase in threshold. The physician suspected the increase in rv threshold was due to patient condition and not due to an issue with the lead. The pacing output was set to 5.0 volts. Additional information indicated that the rv threshold continued to increase, and the physician suspected the lead was the cause. The lead and device were removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received. Additional information indicated that this lead was returned and a device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.